Event description:
It was reported that there were two blank rows on the bottom display of an external pulse generator during testing. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).